Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken tip. There was no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.193" x 0.564" was found to be broken off. The broken piece was not returned. Additional observation(s) not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.